Event description:
It was reported by the patient's wife that forty-eight hours after the patient's artificial urinary sphincter (aus) was activated he experienced anaphylaxis. The patient was admitted to the hospital and put on steroids. The wife inquired as to whether the inhibizone could have caused the reaction. Patient services provided the wife with the names of the antibiotics, dosage, and elution schedule to provide to the doctors. No other patient complications were reported.

Manufacturer narrative:
23may2022 kc. B2 and h6 were corrected. Investigation summary: based on the information available, the cause that contributed to the reported allergic reaction could not be established as the product is not available for analysis. Device history record review (DHR): the device history record review (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device was not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: a labeling review was performed and according to the aus instruction for use document, allergic reaction is documented as an patient counseling information. Also there is no evidence that the device was used or handled improperly. Investigation conclusion: based on this investigation a probable cause for the event could not be established; therefore, the conclusion code of known inherent risk of device has been chosen.

Event description:
It was reported by the patient's wife that forty-eight hours after the patient's artificial urinary sphincter (aus) was activated he experienced anaphylaxis. The patient was admitted to the hospital and put on steroids. The wife inquired as to whether the inhibizone could have caused the reaction. Patient services provided the wife with the names of the antibiotics, dosage, and elution schedule to provide to the doctors. No other patient complications were reported.